Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nissen procedure, the device was difficult to toggle and it would not hold needle. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.